Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cervical spine locking plate / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). This investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: ning,x. Et al., (2008) anterior cervical locking plate-related complications; prevention and treatment recommendations, international orthopaedics, 32: 649-655 ((B)(6)). This was a retrospective study evaluating complications in 2,233 consecutive patients with subaxial cervical disorders treated with an anterior cervical locking plate. There were 1,238 males and 995 females who were followed up from 6 months to 8 years. In total, 607 patients had a discectomy and interbody fusion, 1,375 patients had a corpectomy and strut reconstruction, and 251 patients had a hybrid corpectomy in conjunction with a discectomy. Fusion material included iliac bone autograft and titanium surgical meshes or box cages, which were all filled with bone autograft. Self-locking plates were used in this series, including cervical spine locking plates, using cervical spine locking plate, synthes as well as various other competitor devices. A copy of the literature article is attached to this medwatch. This is report # 1 of # 5 for (B)(4). This report is for an unknown cervical spine locking plate and refers to the following: 52 patients experienced plate oblique, defined as plate axis angled with the cervical midline more than 15 degrees in the anteriorposterior radiographs, with no clinical symptoms 8 patients experienced triangular fracture with plate pull out 2 mm near the fractures with no clinical symptoms 27 patients had plate loosening with no revision required